Manufacturer narrative:
. Date of event: unknown, not provided, but the best estimate date is prior to may 22, 2024. . (No): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. . Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported defective or damaged lens with 17 intraocular lenses (iols). No further information was provided. This report is seventeen (17) out of seventeen (17). Separate reports will be submitted for the other lenses.